Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an alarm which was generated when a power system error was detected and this error does not prevent the pump from running. Customer reported this alarm in the morning and reset the insulin and was working fine till afternoon when customer changed the battery but the issue still persisted and alarm reoccurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests. All currents are within specified ranges. No unexpected pump error 25, "low battery", "replace battery now", or "power loss alerts" were noted during testing. However, confirmed pump error 25 in the pump history due to connector resistance issue.